Event description:
The customer reported distorted images on the system.

Manufacturer narrative:
The customer was willing to diagnose over the phone. The customer pulled out the image processor board and video controller board, to reseat to passive backplane. Image distortion was repaired.